Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels in the "50's" (mg/dl). The customer stated their healthcare provider had updated their pump settings, and they believed this to be the suspected cause. The customer consumed carbohydrates to address their bg. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.